Event description:
Follow up identified the patient's physician performed an ipg site revision on (B)(6) 2017. During the procedure the ipg was moved back to the original location under the clavicle. Reportedly, the reported issue has been resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained the scs lead felt like it was pulling. The patient's healthcare provider stated the patient's scs ipg had quite a bit of movement in the pocket site which could be causing the pulling issue. Surgical intervention may be taken to address the issue.